Event description:
It was reported approximately four years six months post port placement via the right internal jugular vein, an x-ray demonstrated a catheter fracture. The device was removed from the patient approximately one week later. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One x-port isp with groshong catheter were returned for evaluation. One compound break was noted 13.2 cm from the distal end of the distal catheter segment, and a complete circumferential break was noted 13.9 cm from the distal end of the distal catheter. Both catheter fragments showed smoothing and buckling, which is consistent with flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that x-ray revealed a catheter fracture. Device was removed from the patient. Port was placed via the right internal jugular vein. There was no reported patient injury.